Event description:
The hosp reported that during preparation for a saphenous vein harvesting procedure, the image on the endoscope was blurry. No patient involvement was reported. The hosp did not report any pt complications.

Manufacturer narrative:
The device was not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed.